Manufacturer narrative:
The insulin pump had missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. Analysis was unable to perform the displacement test due to missing retainer. The test infusion set and reservoir does not remain lock in place due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the little white clear thing had come off the reservoir compartment. The customer stated that the reservoir compartment or ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump was returned for analysis.